Manufacturer narrative:
It was reported that the pt was readmitted to the hospital for the injury and that medical intervention was required; however, the exact injury was not disclosed. The pt was discharged from the hospital the same day of the incident.

Event description:
It was reported by that a female pt's left shoulder was injured when the cot tipped to one side while entering the ambulance. The undercarriage got caught on the bumper of the ambulance while it was being raised to enter the ambulance allegedly causing the incident. There was both pt involvement and an adverse consequence reported.